Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that prior to the procedure, examination found the pad was discolored and darkened. It was not used for the procedure. Initial eval of the incident sample found, it did not have continuity.